Event description:
Information was received from a healthcare professional for a clinical study reported decreased efficacy on (B)(6) 2014; there was "not as good effectiveness" as before. Increasing settings resulted in leg pain. It was noted that the event was due to programming; the device was reprogrammed on (B)(6) 2014 and (B)(6) 2014. Medications were administered, including myrbetriq, on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.